Event description:
A report was received that the patient was experiencing numbness, tingling and weakness in her lower extremity. The patient will undergo lead revision procedure.

Event description:
A report was received that the patient was experiencing numbness, tingling and weakness in her lower extremity. The patient will undergo lead revision procedure.

Manufacturer narrative:
(B)(4). Additional information was received that the patient's symptoms of numbness, tingling, and weakness were not caused by the device. The patient underwent a lead revision wherein the leads were explanted and were replaced per the physician's preference. The patient was doing well postoperatively. The explanted leads were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.